Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the arteriotomy sutures was attempted in a moderately calcified left common femoral artery using perclose proglide devices. Reportedly, during suture deployment of the initial proglide device through a 6-french sized access site, when the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and two additional proglide devices were sequentially deployed as planned 60-degrees opposite in orientation and set to the side. The access site was dilated to 12-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reportedly the left common femoral artery was moderately calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience of no suture being present on the needle plunger after removal was confirmed as analysis of the device found that the anterior cuff was out of the anterior cuff pocket and the tabs were bent and undisturbed, indicating the anterior needle missed the anterior cuff. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.